Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a 3 fr single lumen per-q-cath was returned for evaluation. An initial visual observation of the video showed a per-q-cath catheter being infused with a clear liquid through an attached t-lock. A spraying leak was observed in the catheter just distal to the 0 cm depth marker when the catheter was infused. The stylet of the catheter was observed to be removed from the t-lock and could not be seen in the returned video. While the cause of the apparent leak in the catheter could not be determined from the returned video, possible cause of the leak include stylet damage, sharp instrument damage, and over-pressurization. A lot history review (lhr) of redt4284 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the product has a hole near to the hub, identified in the preparation of the product for placement at the time of catheter salinization. The device was not used on a patient.